Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed with the exposed portion of the soft cannula stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Further investigation found the exposed portion of the soft cannula to be torn. During fluid path testing, fluid was unable to flow through the entire fluid path due to the tear on the exposed portion of the soft cannula. The tear was a result of the event that caused the stretched soft cannula. The timing and cause of this soft cannula damage could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and phb data showed no evidence of issues with insulin delivery.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to 295 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.